Event description:
The catheter was being utilized on a pt for an angiographic procedure. Sometime after the procedure, the pt developed sepsis. The physician believes it may have been related to the catheter utilized. No other info is available.